Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly as they remained inside of the loading devices upon removal of the delivery devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR #s 2242352-2013-00570 and 01334.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal, and anchor tab was located inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. Although the hospital was unable to provide which device corresponded to which lot number, a lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).